Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
It was reported by (B)(6) from (B)(6) that on (B)(6) 2026 a patient reported that while attempting to reinsert the device, the button on the lower tray came off. Patient began use of the device on (B)(6) 2026 and presented with the issue on (B)(6) 2026. There was no permanent injury reported.